Manufacturer narrative:
UDI number: (B)(4). Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The delivery system was not returned to edwards lifesciences for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the patient¿s severe aortic root calcification, porcelain aorta and severe calcium in the stj were likely contributing factors for the balloon burst. The cause for the balloon and tip detachment was attributed to the difficulty withdrawing the burst balloon material. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(6), during successful implant of a sapien 3 valve in the aortic position, the commander delivery system balloon burst. A fair amount of pull-force was used during the transition of the balloon through the e-sheath. The devices were removed, however, a small part of the balloon and tip detached from the shaft. The piece was able to be removed via contralateral access with a goose-neck and surgical approach. There was no evidence of hemodynamic or vascular complication for the patient. The cause for the balloon burst was attributed to the patient¿s severe aortic root calcification, porcelain aorta and severe calcium in the stj.

Manufacturer narrative:
CT imagery and device photographs were provided to edwards lifesciences for evaluation. The images were reviewed by engineering. CT imagery was provided, however, the images provided were only slices and could not be used to recreate a 3mensio to view the patient anatomy. As such, the images could not be read or reviewed for the evaluation. Upon review of device photographs, the complaints for ¿balloon ¿ burst¿, ¿distal tip, nose tip ¿ separated¿, and ¿delivery system ¿ withdrawal difficulty¿ were confirmed. The inflation balloon appears to have burst radially around the proximal tapered length of the inflation balloon. The spring appears to be stretched out, which supports that there was delivery system withdrawal difficulty. However, the spring appears to still be attached to the guidewire lumen at both points of adhesive. The nose tip (and distal portion of the inflation balloon) appears to have separated from the guidewire lumen, though it remained on the guidewire. From the provided photographs, the complaints for ¿balloon ¿ burst¿, ¿delivery system ¿ withdrawal difficulty¿, and ¿distal tip, nose tip ¿ separated¿ were confirmed. Based on available information, it is likely that the inflation balloon burst due to the severely calcified annulus, causing it to catch on the sheath tip and/or patient anatomy and resulting in withdrawal difficulty. The subsequent manipulation and force applied to the device could then have led to the nose tip separation.